Manufacturer narrative:
The ca2 reagent lot number was 755465 with an expiration date of 30-jan-2025. The field service engineer checked the instrument and found no issue. He performed probe checks, mechanism checks, and gear pump pressure checks and they were all acceptable. Precision studies were performed and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient serum/plasma sample tested with calcium gen.2 (ca2) assay on a cobas c503 analytical unit when compared to a different analyzer. Initial result: 14.7 mg/dl. 1st repeat result: 9.43 mg/dl. 2nd repeat result: 9.56 mg/dl (tested on another analyzer). The repeat results were deemed to be correct.

Manufacturer narrative:
The calibration was last performed on (B)(6) 2024 and it was acceptable. Qc recovery was within range. There is no indication of a performance issue with the reagent or instrument. An instrument check was performed and the instrument was performing within specifications. The issue appeared to be resolved. The investigation did not identify a product problem. The cause of the event could not be determined.